Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sister that the customer had diabetic ketoacidosis on tuesday and went to the hospital. Hospital needs ratio but caller does not know if she needs the pump to obtain that information. Caller was advised that she will need the pump to get the rates. Caller stated that her brother will call later for help as she does not have the pump with her. No additional information provided.